Event description:
Ous MDR - boston scientific received info that one day post implant, this right ventricular lead revealed a drop in pacing impedances below 200 ohms. A lead dislodgement was suspected. The review of an x-ray confirmed a dislodgement. At this time the lead remains in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.